Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 21576575. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 21576575.

Event description:
It was reported that the patient did not receive sufficient pain relief. The patient underwent a procedure where the spinal cord stimulation (scs) system was explanted. Post operatively, the patient was noted to have recovered.